Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent altitude alarms after the pump had been in a pocked or in an undergarment. The customer's blood glucose (bg) level ranged from 200 to 400 mg/dl. Insulin injections or a bolus via the pump were used to address the bg level. The alarms cleared within an hour. As the events had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the alarms.